Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump received a motor error alarm. Her blood glucose value at the time of incident was 430 mg/dl. Customer states that she put the pump on suspend to take a shower and when she was done she saw a motor error. Troubleshooting for the motor error alarm was initiated, and when the customer attempted to rewind the pump she received a motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to her.